Event description:
According to the maude event report provided by FDA, "while using the bovie to shrink an area of prolapsed fat during blepharoplasty, a spark ignited and a fire started on the eyelid margin-right upper, fifteen bovie mode power was being used. The flame was extinguished immediately." Following-up the site reported that the eyelashes were singed, but the follicles were intact. This occurred at the end of the procedure on the last cauterization. O2 was being delivered through a nasal cannula at a low flow and concentration. The site stated, they believe it was possibly fat that was burning.

Manufacturer narrative:
(B) (4). (B) (4). The generator was checked out by site's biomedical engineering, found to be ok and returned to use. The site does not intend to return the generator for further eval at this time. The hand piece was reported to be a covidien pencil, but it is unk at this time what catalog # or if it was retained or disposed of. An operating room fire prevention training packet was sent to the site.